Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support a drain volume question and requested assistance with bypassing the cycle since the patient did not perform a daytime exchange and was empty. It is unknown if the patient's hospitalization was related to the patient's pd therapies. Additional information was solicited.